Event description:
"The dealer states that the caregiver contacted them. The consumer was bathing and the leg (not sure which one) allegedly collasped. The consumer was not injured. RMA was done for a replacement and to bring back original unit."